Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by acute mi. During the index procedure an endeavor sprint des was implanted in the proximal left circumflex. Approximately 23 months after the index procedure, the patient suffered a posterior circulation ischemia. The patient was treated with medication. The event is continuing with treatment. The investigator reported that the event is not related to the index device.